Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f102 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f102 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a pump tubing organizer (pto) leak that occurred during a treatment procedure. The customer stated that the pto leak was detected at the beginning of the procedure after only a with few milliliters of whole blood processed. The customer reported that the leak was contained inside the pto, and that the leak just stopped on its own. The customer stated that the treating physician determined that the kit was still sterile and that there was no breach of sterility due to the leak. The customer reported that the treatment resumed and proceeded normally. The customer stated that the treatment was successfully completed with blood/products returned to the patient. The customer reported that the patient was in stable condition. The kit was not returned for investigation.